Event description:
Rptr had an eteryx proceedure done to correct gerd. Within days of the procedure they had shortness of breath along with pain to the left side of chest. It was reported to dr on follwup visits. Rptr has also seen regular doctor who had numerous tests. Including heart monitors, angiogram and a MRI of the chest. No problems were noted explaining the breathing and left chest pain, although the enteryx injected material was visible. Neither doctor had an explanation for condition. The breathing problem makes it difficult to walk up a flight of stairs. The chest pain starts just below the rib cage and left of the midline. It travels up into the throat.